Event description:
A customer contacted global technical service (gts) reporting a system error (se) 2240 (air in set) on the home choice (hc) during dwell. The baxter technical service representative (tsr) had the home patient (hp) go to the alarm log to find the se. The home patient (hp) stated there was a leak in the setup at the second supply bag. Product surveillance (ps) spoke with the home patient (hp) on (B)(6) 2012 regarding the system error 2240. The hp stated she did not notice where the leak was at the time of the alarm that may have caused it, but the following day when she was taking down the supplies, she noticed fluid under the solution bag. The hp did not note a leak in the bag. The hp has the supplies for evaluation but did not know the lot number. The hp did follow up with her peritoneal dialysis nurse (pdn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample is available and requested for evaluation. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint is for system error 2240 where actual and companion samples were received for evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted. The complaint could not be confirmed in the lab. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.